Event description:
This is follow up#1 to report on 26/jul/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a repair of ventral hernia and was implanted with strattice device lot sp100622-52, ref# 2030002 on (B)(6) 2018. The patient underwent a "repair of recurrent ventral hernia with lysis of adhesions and removal of previously placed mesh" on (B)(6) 2021. Additional information states "the failure of the mesh caused chronic pain, adhesions, and a hernia recurrence which required an additional surgical procedure which the strattice mesh was removed. The patient continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of his strattice hernia mesh implant." The form lists the patient was treated for ¿adhesions¿, "hernia recurrence", "severe pain", and ¿all other conditions identified¿ with approximate dates of treatment in 2021. The ppf form also indicates the patient was implanted with another non-abbvie device, bard on (B)(6)2021 and no "revision or removal" was reported. Although a lot number was reported, "sp100622-52" is not a valid lot number and will remain unknown. No other information was provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6), 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event remains unknown. The conclusion remains the same. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.